Manufacturer narrative:
(B)(4); device was not returned for evaluation. The device has been discarded and will not be returned for analysis.

Event description:
It was reported that during an unknown procedure, the cystic duct had been cut by a clip. Used two clips did not close. Procedure was completed with same like device. Device has been discarded.